Event description:
During the ptca, while torquing the guide catheter in the rca, the shaft kinked and broke approximately 3cm distal to the sheath. The remaining portion was successfully removed and no patient compromise was reported. The patient is reported to be in stable condition.